Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
Per user facility medwatch form, #mw5055712, during a laparoscopic incisional hernia repair with mesh and robotic assist procedure; when the trocar was removed from the patient, the distal portion of the trocar (about one inch) was noted to be missing. Methodical wound exam performed by the physician and no tip was located.